Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported issue was caused by a failure of the patient board set. There was a previous design change for the operational amplifier circuit in the patient board set. The subject device was manufactured prior to that design change. It is unclear whether this design change is related to the indicated event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center scope video connector is not connecting. In addition, no video was obtained from the scope. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no video from the scope was confirmed due to faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.